Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2e 5.4mg plus blood collection tubes, twenty (20) tubes displayed excessive negative pressure. There were no other health impact or consequences reported.

Event description:
It was reported while using bd vacutainer® k2e 5.4mg plus blood collection tubes, twenty (20) tubes displayed excessive negative pressure. There were no other health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 2 photos and a video for investigation. In the two photos provided, unused samples were shown, although the single video did not display the draw finish necessary to determine underfill. A total of 20 retained samples underwent functional testing, and all samples were found to be within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: overfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.